Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced arrhythmia and heart block. During a concomitant pulsed field ablation and watchman procedure, a farawave catheter was selected for use to treat an atrial fibrillation. During the procedure, the patient experienced arrhythmia and heart block. Brief cardiopulmonary resuscitation (CPR) was then performed until the physician could regain capture. Other circumstances required a bi-v pacemaker being put in after this procedure ended. There was also temporary bleeding at the groin. The issue is ongoing, and the patient was admitted to hospital beyond standard of care. No further updates on patient status are available. The heart block did not occur at the time of transeptal puncture, and the puncture was not difficult. Ablation was not performed near the av node at the time of the event. No additional interventions took place for the arrhythmia, as the issues were not related to the atrial fibrillation. The device is not expected to return.

Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a patient experienced arrhythmia and heart block. During a concomitant pulsed field ablation and watchman procedure, a farawave catheter was selected for use to treat an atrial fibrillation. During the procedure, the patient experienced arrhythmia and heart block. Brief cardiopulmonary resuscitation (CPR) was then performed until the physician could regain capture. Other circumstances required a bi-v pacemaker being put in after this procedure ended. There was also temporary bleeding at the groin. The issue is ongoing, and the patient was admitted to hospital beyond standard of care. No further updates on patient status are available. The heart block did not occur at the time of transeptal puncture, and the puncture was not difficult. Ablation was not performed near the av node at the time of the event. No additional interventions took place for the arrhythmia, as the issues were not related to the atrial fibrillation. The device is not expected to return. It was further reported that in response to the temporary bleeding at the groin following use of the faradrive sheath, pressure was held at this location.